Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the opening was too narrow to effectively drain the stomach.

Event description:
It was reported that the opening was too narrow to effectively drain the stomach.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿indications for use: bard® nasogastric sump tubes with enfit¿ connector are intended to be used for: ¿ decompression of stomach by suction or aspiration of gastric contents. ¿ short-term administration of term tube feeding, lavage fluid and medications. Contraindications: ¿ patients with known tape or adhesive allergies. Warnings 1. Use with caution in patients with a history of head trauma, facial trauma, esophageal diseases and patients with potential for vomiting. 2. Do not force nasogastric tube during insertions; damage to the nasal passage and mucosa and bleeding may occur. 3. Measure insertion length carefully- excessive insertion length of tube into the stomach may lead to coiling and/or formation of tube-knot. 4. Lubricate the tube generously with water soluble lubricant prior to insertion. Do not use petroleum-based products as they may be harmful to the respiratory tract. 5. Reflux of gastric contents into the blue vent lumen indicates that the suction lumen is obstructed or suction is too low. Routinely check for reflux in the blue vent lumen and clear as per applicable directions. Failure to clear the obstruction or clear prevent® filter may cause gas & fluid buildup in stomach, aspiration of gastric contents, aspiration pneumonia and other complications. 6. Do not inject fluid through the prevent® filter as this may result in blockage and leakage of filter. 7. Monitor patient for nasal erosion, sinusitis, esophagitis, esophagotracheal fistula, gastric erosion and pulmonary & oral infections. Statlock® nasogastric stabilization device: avoid contact with alcohol or acetone; both can weaken bonding of components and statlock® stabilization device pad adherence." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.